Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The likely cause of the reported events was associated with use error, unassisted bypass, patient bypassed early in the drain phase. The homechoice apd systems patient at-home guide warns that "bypassing the drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced fullness during multiple drain phases and difficulty breathing during therapy. The patient was connected to the homechoice pro device at the time of the events. The caregiver reported the patient had not been draining in the last two days and has not used as much pd solution for therapy. The patient performed a manual drain after completing therapy and reported they felt better. Renal therapy services advised the patient to call the pd nurse and informed that the patient bypassed early in the drain phase and would need to drain more throughout therapy. The device was operational and a swap was not necessary. There was no medical intervention associated with this event. No additional information is available.